Manufacturer narrative:
(B)(4) - excessive force. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The resistance with the guiding catheter was unable to be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for shaft separation or difficult to position/guiding catheter resistance reported from this lot. It should be noted that the multi-link 8 coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 75% stenosed unspecified coronary artery. During advancement of a multi-link 8 stent delivery system, there was resistance and the proximal portion of the shaft separated. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.